Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had buttons unresponsive. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. Customer stated that insulin pump was not dropped or exposure to moisture. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis

Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify button keypad alarm due to broken/detached end cap.